Event description:
Complainant alleged that during biomed testing the device's energy select button works intermittently. User has to press the button really hard for response. Complainant indicated that there was no patient involvement in the reported malfunction.